Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use. No sample was returned for evaluation. The lot number is unknown, therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
It was reported that the gauge fell apart during surgery. The threads in the coupling which hold the depth gauge components together, would not engage. All pieces were recovered and the patient was unharmed.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).